Event description:
It was reported that the patient had nausea, vomiting, and diarrhea once the past week. The patient was also hypertensive (doppler 100) as a result of hypovolemia. The patient did not report a power outage of power cable disconnects but did report that her power went out all the time and maybe did not realize it went out this time. Log file analysis found multiple no external power alarms while on the mobile power unit (mpu) which was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 10.5 hours of data ((B)(6) 2022 at 19:31:34 ¿ (B)(6) 2022 at 6:07:04 per the timestamp). A no external power alarm activated on (B)(6) 2022 from 3:02:07 to 3:02:11 due to a total loss of power while connected to the mobile power unit (mpu); the alarms resolved when power was restored to the controller. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that there were frequent power outages at the patient¿s home and that the mpu was not exchanged. The root cause of the reported event was determined to be a power outage occurring at the patient¿s home, per the reported information. The device history records (DHR) were not available for the mobile power unit, serial number (B)(6). No information could be found regarding the unit¿s shipping. Although not confirmed, the serial number provided may be inaccurate. This investigation will be reopened at a later date if further information regarding the product¿s DHR is found. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated the patient reported that the ac power cord was not unplugged from the wall and their power frequently goes out but did not confirm regarding this specific event.